Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products:part # 010000937 g7 hi-wall e1 liner 36 mm lot # 3882132 unk head, unk stem. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported patient has been indicated for revision due to loosening of the cup. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.